Event description:
Information was received that it is unknown if the patient had any kind of trauma to the chest. Date of when the lead was implant was provided. Information was later received that the patient had the generator and lead revised. The generator explanted appeared to be damaged per the sales representative and per the patient they said their seizures began to deteriorate after he suffered a fall on a floor. It was indicated the lead would not be available for return and only the generator is available to be sent back, however has not been received to date.

Event description:
Product analysis on the returned generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.986 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 22.905% of the battery had been consumed. The >25% change from good to high impedance occurred on (B)(6) 2019. The prechange value was 2124 ohms and the postchange was 12713 ohms. This high impedance indicates it occurred prior to when it was found by the physician. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
Implant card for the patient was received providing the information of the explanted lead. The date of birth of the patient was also corrected on the form. The lead was not returned for product analysis, however the explanted generator was received for product analysis to be performed.

Event description:
It was reported by the sales representative that high impedance was found with a patient's device. X-rays were indicated to have been reviewed, but were inconclusive. No surgical intervention has been reported to date. No additional relevant information has been received to date.